Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's pneumatic area and ensure the cartridge was properly attached. After successfully following the guidance, the customer was able to load the cartridge and resume insulin delivery.